Event description:
This case reported by a health care professional occurred while priming an xt125 kit and did not involve a pt. In 2006, during priming of an xt 125 kit prior to an extracorporeal photophereseis (ecp) treatment, the centrifuge bowl base separated from the centrifuge bowl body, which caused saline mixed with heparin to leak out of the device. Since this incident occurred during the priming of the kit, no blood product was involved, so there was no potential health biohazard to the operator. Therakos has sent a notification to all user facilities regarding implementation of biohazard precautions in the event of a leak. A follow-up notification has also been sent to user facilities regarding replacement of existing kit inventories for affected lots of xt 125 kits.

Manufacturer narrative:
Device was not returned for evaluation. Investigation description: the centrifuge bowl based separated from the centrifuge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Therakos has received reports of this problem at approx 0.33% defect rate. An "important product notification" has been issued by therakos warning the health care professionals to follow universal biohazard safety precautions. FDA has been notified. Therakos has offered to exchange inventory at customer request. A test has been developed that can defect this defect, and it is in the use to evaluate finished goods as well as work in process xt-125 procedural kits and work in process centrifuge bowls.